Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed oversensing or noise on the right ventricular (rv) channel. There was a rv egm v pace delayed for 0.5 seconds. Additionally, rv high impedance measurements were at 1500 ohms and noted on 3 isolated episodes in the last 12 months. All leads measurements were tested and met specification. This patient will continue to follow up with their healthcare professional (hcp). No adverse patient effects were reported. This product remains in service.